Manufacturer narrative:
(B)(6). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver shut down and delayed restart sequence with system check and no sensor termination. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed errors. The reported event of the receiver shut down and delayed restart sequence with system check and no sensor termination was able to be confirmed. A root cause could not be determined.